Manufacturer narrative:
This supplemental MDR is being filed to update the initial MDR which indicated the event occurred during patient use. Additional information was received that the event did occur during patient use. Block a: patient information could not be obtained due to country privacy laws.â â block a1 updated from "none" to blank field. Block b5 updated to note no patient injury. Block h6 health effect - impact code updated to indicate no patient health impact.

Event description:
As a result of an inspection that was completed as part of the correction initiated by ge healthcare (gehc) on 02-apr-2025, (recall numbers z-1624-2025, z-1625-2025, z-1626-2025, z-1627-2025, z-1628-2025, z-1629-2025, z-1630-2025, z-1631-2025, z-1632-2025, z-1633-2025, z-1634-2025, z-1635-2025, z-1636-2025, z-1637-2025, z-1638-2025) this unit was identified as having an issue that prevents effective mechanical ventilation in volume control ventilation (vcv) mode. There was no patient injury.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for an issue that prevents effective mechanical ventilation in volume control ventilation (vcv) mode per 21 cfr 806 on 02-apr-2025. The FDA recall numbers are: z-1624-2025, z-1625-2025, z-1626-2025, z-1627-2025, z-1628-2025, z-1629-2025, z-1630-2025, z-1631-2025, z-1632-2025, z-1633-2025, z-1634-2025, z-1635-2025, z-1636-2025, z-1637-2025, z-1638-2025. Customers were sent a letter explaining the issue and providing instructions for inspecting for effective ventilation in volume control ventilation (vcv) mode. Gehc will correct all devices that fail the ventilation screening test at no cost. Block a: no patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
As a result of an inspection that was completed as part of the correction initiated by ge healthcare (gehc) on 02-apr-2025, (recall numbers z-1624-2025, z-1625-2025, z-1626-2025, z-1627-2025, z-1628-2025, z-1629-2025, z-1630-2025, z-1631-2025, z-1632-2025, z-1633-2025, z-1634-2025, z-1635-2025, z-1636-2025, z-1637-2025, z-1638-2025) this unit was identified as having an issue that prevents effective mechanical ventilation in volume control ventilation (vcv) mode. There was no patient involvement.